Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/jan/2019 and on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the device was underweight, yellow biological tissue, and broken shell. A visual and microscopic analysis was performed which identified wear abrasion, creases fold, missing shell, broken crease sharp on posterior, and sharp opening on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment is: a broken crease sharp on anterior was due to fold flaw opening. A sharp opening on posterior was due to a surgical impact opening. Missing shell due to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "chronic inflammation." Capsular contracture, baker grade unknown, was later reported. The device has been explanted.